Manufacturer narrative:
Investigation: customer returned (8) 1ml, 13mm, 29g bd safety-lok insulin syringes (7 in open blister packs, 1 in a sealed blister pack) from lot # 5077733. Customer states that when the needle shield is removed, the part that connects the hub to the syringe breaks and the syringe was received with the hub separated in the package. All syringes were returned with the hub-needle/shield assembly separated in the barrel. A review of the device history record was completed for batch #5077733. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for related defects during the production of these batches. Process summary: automatic syringe assembly machine, which feeds 1cc/ml, syringe components (barrel, stopper, plunger, safety lok sleeve, needle assembly) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various assembly, inspections and transfer dials. A visual evaluation of the sample found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did appear to be some core pin damage on the hub but nothing that would prevent the assembly of the barrel and needle assembly. Investigation: DHR and logbook entries were looked at, nothing was found pertaining to this defect. Root cause: root cause for this defect cannot be determined.

Event description:
It was reported that bd safety-lok¿ insulin syringe was broken and had separated from the hub in the package. This occurred on 8 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: it was reported that when the needle shield is removed, the part that connects the hub to the syringe breaks. It was also reported a case that the material was received with the hub separated in the package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safety-lok¿ insulin syringe was broken and had separated from the hub in the package. This occurred on 8 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: it was reported that when the needle shield is removed, the part that connects the hub to the syringe breaks. It was also reported a case that the material was received with the hub separated in the package.